Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Surgeon was using a large reduction forcep (bone clamp) to reduce a fracture and the clamp broke into two pieces. Both pieces were removed from the patient.